Event description:
A consumer reported an intraocular lens (iol) was exchanged due to uncorrected astigmatism. The iol was replaced with the same model, different power iol. The consumer reported he had a radial keratotomy (rk) performed in the past and felt the rk procedure contributed to incorrect calculations for the power of the iol. Following the initial iol implant procedure, the consumer reported he underwent a trabeculectomy due to increase intraocular pressure (iop). The consumer is also being treated with medications for his elevated iop. Medical records were requested and received. According to the medical records, the pt had preexisting glaucoma and was being treated with medications prior to his iol implant surgery. The iops were elevated following the iol implant surgery and a trabeculectomy was performed. The pt's medications were adjusted following the trabeculectomy. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the initial iol.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/08/2010, 02/09/2010, 02/23/2010, 02/25/2010, 02/26/2010, and 03/03/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 03/03/2010. (B) (4). (B) (4).